Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a surgical intervention for the patient, the physician used monopolar electrocautery. Consequently, following the procedure before connection was made with the patient's drg ipg the clinician programmer displayed a countdown indicating the device was in the service application (unresponsive) state. Once connected to the ipg, all previous programming was no longer available. However, the company representative programmed the patient's drg system, therapy was confirmed and the issue was resolved.